Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose levels were elevated. While speaking to tandem customer technical support (cts), the contact declined the offer by cts to trouble shoot to help determine the possible cause of the alarm.

Manufacturer narrative:
The device is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the device is received.